Manufacturer narrative:
(B)(4). This device has been received by baxter and is currently being evaluated. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation results: the reported condition was confirmed. The assignable cause was a faulty uim pcb (user interface module printed circuit board). The uim pcb has been replaced. Additional: baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause of the investigation is in progress through (B)(4).

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump that experienced failure code 403:317:871:0000. There was no adverse event, patient injury or medical intervention associated with this report. During baxter's review of the event history, it was discovered that this failure caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is currently unknown.